Event description:
A distributor representative reported that a revision surgery was performed on two different patients, because a lanx spinal fixation device loosened. Lanx was unable to obtain details of the events. At this time, there is no information to suggest the implants malfunctioned or failed to meet performance specifications.

Manufacturer narrative:
After multiple attempts, lanx was unable to obtain additional information from the distributor representative and surgeon. At this time, there is insufficient information to draw a conclusion for the reported event(s). Based on the initial report from the distributor representative, there is no information to suggest that the device malfunctioned or failed to meet its performance specifications.